Event description:
It was reported that during a routine follow-up there was a rapid drop in battery voltage was noted on the device. The device was explanted and replaced. Further information is not available at this time.

Event description:
New information notes that the patient was in good condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.